Manufacturer narrative:
A field service engineer (fse) was dispatched on (B)(4) 2011: the fse found leaking waste peri-pump tubing. The fse replaced tubing and verified system performance to published specifications. Hardware is the root cause for this event.

Event description:
A customer contacted beckman coulter inc., (bec), regarding a leak on a unicel dxl 600 access immunoassay system and a "low compressor error". Customer is not questioning any patient results. Customer stated that proper personal protective equipment (ppe) was worn. There were no reported slips or exposures to the leaking fluids. No injuries were reported by the customer.